Manufacturer narrative:
Qc was run before and after the event and the results were acceptable. The customer noticed an unusual mechanical noise coming from the creatinine module reaction cup assembly and stirrer motor area. A field service engineer (fse) was dispatched and replaced the creatinine module. Per fse, the defective module is an old module that has the older style stepper motor. The new module should use the brushless stirrer motor. Hardware issue may have contributed to this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erratic creatinine (crem) results generated by the synchron lx20 pro clinical system for multiple patients. The results were reported out of the lab. The original specimens were re-tested and results were amended. Customer stated that patient with sample #1 received dialysis. This patient sample had been previously tested in this lab. This patient has a history of high creatinine results and this patient would have been given dialysis anyway. The customer stated that there was no impact to patient based on the other reported results.